Manufacturer narrative:
Information available at this time suggests the event falls within scope of titan recall z-0488-2021; it was determined that the most probable root cause was related to fatigue and tear resistance of the silicone elastomer used for the pump. The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no conforming reports that were confirmed in veeva to be associated. This lot number is associated to a CAPA that has been historically opened for the titan pump product line to investigate pump fractures. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device [pump] was explanted & replaced due to a hole in the pump.

Manufacturer narrative:
Titan pump was received for evaluation. A separation was noted on the bulb of the pump. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump bulb. A separation of this type could then allow the loss of fluid, making the device inoperable. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no conforming reports that were confirmed in veeva to be associated. This lot number is associated to a CAPA that has been historically opened for the titan pump product line to investigate pump fractures.

Event description:
According to the available information, the device [pump] was explanted & replaced due to a hole in the pump.